Manufacturer narrative:
Additional information: h4 (device mfg date) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. An extended investigation has been performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. An alarm issue was reported with the adc device in use with poco x4/ app 2.8.2.9318/ os 11. Attempted to activate high/low glucose alarms with using similar device configuration and was not able to reproduce the complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with poco x4/ app 2.8.2.9318/ os 11. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "sweating, mushed, forgetting, absent" and a loss of consciousness. Customer was unable to self-treat and was treated with lemonade and a roll of cheese by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "sweating, mushed, forgetting, absent" and a loss of consciousness. Customer was unable to self-treat and was treated with lemonade and a roll of cheese by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.